Event description:
The physician attempted to place two leads with the same lot number. It was reported the physician encountered difficulty placing leads and as a result had to frequently switch out the stylets. Two new additional leads were utilized and successfully placed at t8-9. Effective coverage was achieved during intraoperative testing. The procedure was extended approximately one hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.